Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with a pacemaker that had flipped over in the pocket, causing a hematoma. The hematoma was evacuated and the pacemaker was revised. Patient was discharged after the procedure.